Event description:
It was reported by the affiliate that the (3) prw35 were used during an unknown procedure. It was reported that there were malformed staples. The case was completed with another device. There was no pt consequence.